Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens broke during insertion into the patient's right eye. From additional information it was learnt that the haptic broke off before coming out of the cartridge. There was no use error. The lens was partially inserted removed and replaced with a back up lens of the same model and same diopter in the same procedure. No other information is available.